Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer reported that she has some sensors that she has to call to report. Two of them fell out and one didn¿t go in properly. They injected it and it just didn¿t go in. Blood glucose at original incident was 64mg/dl, 49mg/dl and 304mg/dl respectively. The customer also reported blood glucose of 129mg/dl, 204mg/dl, 266mg/dl, 327mg/dl and his current 242mg/dl which all occurred today. The customer ate food to treat low blood glucose and declined to troubleshoot for high or low blood glucose. The customer reported that it was ripped out by friend on accident, and was ripped out when he jumped into his locker. The customer did not feel the need to troubleshoot for the serter as the serter continued to work after the botched insertion, and also mentioned that the needle appeared bent. The customer called again and reported that son's blood glucose was running high and did a site change but it didn't help and want to do another one but not sure if it is going to work. Patient's blood glucose at this time of incident was 204 mg/dl. Patient's current blood glucose was 351mg/dl. The customer had no symptoms unless he read high then he was urinating a lot. The customer reported that he treated with bolus through the pump and blood glucose that read high was treated through the pump and sometimes through an injection. Based on customer report customer does not allege pump was under delivering. The customer reported that site was little irritated. The customer reported that on thursday day before highs began and they changed target from 130 to 110 and changed the carbohydrate ratio and sensitivity. Performed displacement test and it was successful. The customer called again and was still high and waiting for a tubing clamp and wants to know what to do. Blood glucose came down and she gave him a shot and now it was not working with the pump. Previously blood glucose was 182mg/dl and gave a correction bolus through the pump. The pump passed high pressure test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was programmed with multiple boluses and monitored. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. Device then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window.